Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, stuck button alarm and the pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, and mmt-1884. Troubleshooting was performed for the keypad anomaly and the serialized device be replaced. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was not performed for the replace battery now alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j1 j2, j6, j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator / corroded battery tube]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and corroded battery tube. Unable to verify alleged insulin flow block alarms, unresponsive keypad, and pump's battery lasting less than 1 week due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to severe moisture damage on the [keypad flex connector / pcba 1 j1 j2, j6, j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator / corroded battery tube]. Unable to download history files and traces using [thump] due to flashing medtronic logo. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.